Event description:
A malfunction was reported by the customer related to the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurs, which the customer acknowledged and understood.